Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. The insulin pump passed the displacement test, prime test and excessive no delivery alarm test.

Event description:
It was reported that insulin pump alarmed no delivery. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit the tubing. It was advised to rewind the insulin pump, reinsert reservoir and run manual prime; the insulin pump alarmed no delivery. Blood glucose value is unknown mg/dl. Nothing further reported.